Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage towards the middle of the stent. The outer diameter (od) of the stent area where no damage was present measured within specification. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The target lesion being treated was located in the moderately calcified middle left anterior descending (lad) artery. Direct stenting was performed and a 16x3.0mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that some of the struts were bent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The target lesion being treated was located in the moderately calcified middle left anterior descending (lad) artery. Direct stenting was performed and a 16x3.0mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that some of the struts were bent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.